Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion in the diagonal coronary artery. An nc trek balloon dilatation catheter (bdc) was being advanced into a guide catheter (gc), when strong resistance was met between the bdc and the gc, causing the shaft of the bdc to become separated inside of the guide catheter. The bdc and all separated pieces were simply removed without issue; no snare was required, and no material was left in the patient. There was no adverse patient effect and no clinically significant delay in the procedure. Another same size bdc was used to successfully complete the procedure. No additional information was provided.